Manufacturer narrative:
The customer's allegations of power problems and questionable bolus advice could not be tested for as no product is expected to be returned related to this case. No product was returned.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose monitor was not turning on when she inserted a test strip. She also stated that the bolus advice provided by the monitor was questionable and she thinks it is suggesting too low an amount for boluses. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.